Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 1/4 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The patient noticed that the supply bag disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 4. Gts explained that the error indicated that a large amount of air had entered into the disposable set, and had the patient close all the clamps to the bag and patient line to cycle power twice. The error cleared and the hc went to the "press go to start" prompt. The patient noticed that the supply bag disconnected, and gts advised the patient to start over with new supplies. Product surveillance contacted the patient who stated there were able to continue therapy with new supplies. The patient confirmed the sample was discarded and could not provide the lot information or a companion sample. No injury or medical intervention was reported.